Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in canada receiving intrathecal baclofen 1,000mcg/ml, 496.2mcg/day. The patient's pump was being refilled on (B)(6) 2015 with intrathecal baclofen 2,000mcg/ml, to be delivered at the same dose. The hcp needed to bridge the previous concentration to the new concentration and upon reviewing the catheter volume that was entered into the pump it was realized the volume was incorrect. The volume that was entered into the pump settings reflected the patient's catheter prior to an august 2014 catheter revision. The previous catheter was a 66cm (0.183ml) segment and after the revision, the catheter segment was 86.4 cm (0.228ml). The hcp decided to program a bridge bolus following pump refill using the old catheter volume data and wanted the nurse that was involved with the revision to enter the correct catheter volume when she returned from vacation. This meant that the bridge bolus would be two hours shorter than needed (18hr 28min vs 20hr 39min), so that the patient could receive less dosing for two hours longer than if using the correct catheter volume. There were no patient symptoms. The patient's medical history and indication for use were not reported. Additional information was requested regarding the programmer serial number and the cause of the issue. Should additional information become available, a follow-up will be submitted.

Event description:
Additional information from the representative indicated that the cause for the catheter volume error was due to selecting the catheter, where it automatically populates the spinal segment as 66.0 cm, instead of selecting a new two piece, during the catheter revision. It was also reported that the healthcare provider (hcp) did not know the serial number of the programmer, as she has 2 programmers and did not know which one was used for the bridge bolus.